Event description:
The patient had received chemotherapy through the infuse-a-port during the period from 4/11/91 to november 1991. The incident was reported to the manufacturer by phone. The patient was admitted for removal of the infuse-a-port on 8/14/92. It was noticed upon removal that there was a portion of the catheter missing fromm the device. The patient was x-rayed and approx. A 10cm portion of the catheter was located in the right pulmonary artery. No x-rays have been taken preoperatively. The patient was discharged in satisfactorily condition but the remaining of the catheter was removed at another facilitydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.